Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 160 to 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer provided that they have had recent changes medication. The customer provided that they have not had any recent changes to diet, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 207 mg/dl and 219 mg/dl. The product is stored in the living room. The test strip lot manufacturer's expiration date is 11/14/2018 and open vial date is (B)(6) 2016. The test results from meter memory were reviewed (time not set): (B)(6). Adverse event not reported.